Event description:
It was reported that the pump says stopped. Per reporter, an attempt was made to restart the pump, but the air-in-line alarm persisted. Per reporter, the pump was turned off again, tubing clamped, removed the cassette, lay the pump down by unhooking the hooks on the left side. The patient was asked if there were any air bubbles in the line, and the patient said there were none. The patient was instructed to rub and pinch the tubing to plump it up. Then, the hooks were put on the bars on the bottom of the pump, pushed together, and the screw was turned. The pump was restarted, but the alarm persisted. Troubleshooting was not successful, and the patient was redirected to their physician. Per reporter, the medication cannot be stopped for more than four hours, and at the time of the report had been off for 1 hour and 50 minutes. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.